Event description:
The customer reported that the system exhibited "high ma" errors during a patient procedure. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided. This malfunction may have resulted in a possible accidental radiation occurrence.